Manufacturer narrative:
The e 801 analyzer serial number is (B)(6). The customer noticed bubbles in a system reagent tube. The customer also noted that controls will initially fail and when repeated, the controls are acceptable. The field service engineer changed the measuring cell, performed measuring cell conditioning maintenance, performed a blank cell calibration, and ran an instrument check. Calibration and controls were run; all were correct. The customer noted they have not had any further issues since performance of the service actions. Calibration data was acceptable. Controls were acceptable prior to the event. Upon review of alarm trace data, insufficient system reagent alarms were observed on the day of the event. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys total psa on a cobas e 801 analytical unit. The sample initially resulted in a total psa value of 4.96 ng/ml. The laboratory repeats all samples with high or "out of range" values. The sample was repeated three times, resulting in total psa values of 1.18 ng/ml, 1.19 ng/ml, and 1.21 ng/ml.

Manufacturer narrative:
A general reagent or analyzer issue can be ruled out because controls run prior to the event were within range. Isolated non-reproducible results do not represent a general malfunction of the assay. The investigation could not identify a product problem. The cause of the event could not be determined.